Event description:
Per oos, "high ventilator threshold led to early eri." This device was replaced with another device. On 6/2/09, per the report, the system was discarded by the hospital, and will not be returned.